Event description:
The customer reported that the system's dap chamber was not functioning properly. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep replaced the interconnect cable and dap module. The system was repaired and operates as intended.